Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing digestion issues and an elevated blood glucose (bg) level above 600 (mg/dl). Manual injections and an alternate pump were used to address bg levels prior to hospitalization. While hospitalized, the customer was treated with intravenous saline. Reportedly, the customer thinks the pump contributed to their hospitalization; however, no specific reason was provided. The customer also reported having a fill estimate issue, but no details were provided. Troubleshooting with tandem technical support was declined. The customer was released from the hospital the same day.

Manufacturer narrative:
(B)(4)